Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated using two different guidant programmers and was unable to elicit tones with the application of a magnet. The device was explanted and replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.